Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-06382. It was reported that the patient was experiencing ineffective stimulation. The patient received multiple programming sessions but haven¿t been fully successful. As a result, surgical intervention may take place to address this issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-06382. It was reported that surgical intervention took place on (B)(6) 2019, wherein the patient¿s entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-06382.